Event description:
A user facility reported to data innovations on 03 jun 2026 that a quality control error code of 1-3s appeared on their test result and requested investigation as to why the error code was populated.

Manufacturer narrative:
A user facility reported to data innovations that a quality control error code of 1-3s appeared on their test result and requested assistance from the manufacturer. However, the user facility did not provide additional information or usable data to review the issue. Despite multiple attempts to obtain further details, data innovations has been unable to troubleshoot or assist in resolving the complaint. This report is being submitted because as the manufacturer, data innovations is unable to rule out malfunction or patient harm.